Manufacturer narrative:
Correction: corrected content in b5 (event summary), d6a (implant date), and h6 device codes updated. Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Device code a010402 is being used to capture the reportable event of migration. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6)2024. According to the complainant, the patient reported having severe nausea and vomiting during the second week of (B)(6) 2025. The patient took her proton pump inhibitor's (ppi's) and the "gurgling" in her stomach stopped. The patient reported that she had vomited an indefinable form. A sonography was performed on (B)(6) 2025, where no balloon was seen, but there was a lot of air in the abdomen. A gastroscopy was performed on (B)(6) 2024, which confirmed the balloon was no longer present in the stomach. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: corrected content in b5 (event summary), d6a (implant date), and h6 device codes updated b1 adverse event/product problem was inadvertently left blank in the previous submission. Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Device code a010402 is being used to capture the reportable event of migration. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024. According to the complainant, the patient reported having severe nausea and vomiting during the second week of (B)(6) 2025. The patient took her proton pump inhibitor's (ppi's) and the "gurgling" in her stomach stopped. The patient reported that she had vomited an indefinable form. A sonography was performed on (B)(6) 2025, where no balloon was seen, but there was a lot of air in the abdomen. A gastroscopy was performed on (B)(6) 2024, which confirmed the balloon was no longer present in the stomach. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Device code a010402 is being used to capture the reportable event of migration. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024. According to the complainant, the patient reported having severe nausea and vomiting during the second week of (B)(6) 2025. The patient took her proton pump inhibitor's (ppi's) and the "gurgling" in her stomach stopped. The patient reported that she had vomited an indefinable form. A sonography was performed on (B)(6) 2025, where no balloon was seen, but there was a lot of air in the abdomen. A gastroscopy was performed on (B)(6) 2024, which confirmed the balloon was no longer present in the stomach. There were no patient complications reported as a result of this event. Note: the balloon was implanted on (B)(6) 2024, and the patient did not undergo a balloon removal procedure 12 months later. According to the instructions for use (IFU), "the maximum placement period for the orbera365 system is 12 months, and it must be removed at that time or earlier."